Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included migraine, irregular periods, abdominal cramps and endometriosis. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2017, ibuprofen since 2002, vilazodone hydrochloride (viibryd) since 2018 and vilazodone since 2018. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2010, the patient experienced urinary tract infection ("uti"). In 2010, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain/ inside of my belly") and abdominal pain lower ("lower abdomen pain"). In (B)(6)2010, the patient experienced migraine ("migraines / headaches"). In (B)(6)2011, the patient experienced tooth disorder ("dental problems"). In (B)(6)2012, the patient experienced fatigue ("fatigue"). In (B)(6)2017, the patient experienced dizziness ("dizziness"). In 2017, the patient experienced nausea ("nausea"). In (B)(6)2018, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device / a live intrauterine pregnancy consistent with 12 weeks gestation was seen"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, metrorrhagia, vaginal discharge, psychological trauma, fatigue, tooth disorder, headache, nausea, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, dizziness and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy- (B)(6)2009. Single pregnancy with due data of (B)(6)2009. The patient did not have her essure removed nor is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Smear cervix - on (B)(6)2014: abnormal cervical papanicolaou smear with positive human papillomavirus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- pregnancy with contraceptive device concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- menorrhagia, dysmenorrhea; pelvic pain; abdominal pain, fatigue, nausea, lower abdominal pain. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and mr received. Reporter information updated. Lot number added. New events: abnormal bleeding (vaginal), uti, apareunia (inability to have sexual intercourse), depression, anxiety, migraines / headaches, dizziness, lower abdomen pain, pregnancy with contraceptive device, device ineffective were added. Medical history, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included migraine, irregular periods, abdominal cramps and endometriosis. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2017, ibuprofen since 2002, vilazodone hydrochloride (viibryd) since 2018 and vilazodone since 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2010, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain/ inside of my belly") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced dizziness ("dizziness"). In 2017, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device / a live intrauterine pregnancy consistent with 12 weeks gestation was seen"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, metrorrhagia, vaginal discharge, psychological trauma, fatigue, tooth disorder, headache, nausea, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, dizziness and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2009 single pregnancy with due data of (B)(6) 2009 the patient did not have her essure removed nor is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Smear cervix - on (B)(6) 2014: abnormal cervical papanicolaou smear with positive human papillomavirus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- pregnancy with contraceptive device concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- menorrhagia, dysmenorrhea; pelvic pain; abdominal pain, fatigue, nausea, lower abdominal pain. Lot number: 20210350, manufacturing date: 2009/09, expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, fatigue, tooth disorder, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- perforation- fallopian tubes, general abnormal bleeding, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),, metorhagia (bleeding b/w periods), psych injury, vaginal discharge, fatigue, dental problems, headaches and nausea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.